Event description:
It was reported that during preparation of a 3.0 x 12 mm otw trek balloon catheter there was difficulty removing the protective sheath and stylet. The balloon catheter and guide wire were going to be advanced together into the anatomy for extra wire support; however, the guide wire could not be inserted into the balloon catheter. Another otw trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to insert a guide wire was not confirmed. The difficulty removing the protective sheath could not be replicated/tested because the protective sheath was not returned. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.